Event description:
Patient called in 2002 alleging that their one touch basic meter was reading inaccurately low. Patient did not have any symptoms. Patient was released from the hospital 7 weeks ago. Patient was there for 2 weeks. Patient was admitted to the hospital for dka. Patient stated that their "meter was reading in the 100's and the hospital meter results were 900's". Treatment given to the patient at the hospital is unknown. Patient was on 70/30 insulin and was just placed on nph. When admitted to the hospital a month ago, patient was placed on a sliding scale. Patient also comparing their meter results to a prestige meter at home. Patient never did any qc testing on the meter and also cleaned the meter incorrectly. Unable to contact the customer to obtain more information. Attempted contact twice. Sending letter.